Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. An abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date the caregiver reported that the patient presented a peri-stomal micro abscess. The patient went to surgical consult where incision and drainage of the micro abscess was performed. The patient was not hospitalized. The patient will follow antibiotic treatment with antibiotic amoxiclav 2 tb/day for 5 days.